Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to below knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation at 14 atmospheres for approximately 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.